Manufacturer narrative:
(B)(4). Per DHR the product hemolok xl clips 3/cart 42/box lot # 73j1600532 was manufactured on 09/26/2016 a total of (B)(4) pieces. Lot was released on 10/01/2016. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544253 hemolok xl clips 3/cart 42/box for investigation. The cartridge was returned with two clips remaining in it. The clips cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that both remaining clips were broken near the outer hinge. R & d was consulted and the damage to the clips appear to have been caused by improper loading of the clips or as a result of damaged appliers. The appliers were not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. Despite being broken near the outer hinge, both clips were able to properly load into the jaws of the applier and close. Neither clip had broken bosses. The IFU for this product, l06112, was reviewed as a other remarks: part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "bosses of clip broken" was not confirmed based upon the sample received since none of the returned clips had broken bosses. However, it was found that the clips were broken near the outer hinge. The customer returned a cartridge with two clips remaining in it. Both clips were broken near the outer hinge. According to r & d, this damage is consistent with improper loading of the clips or using a damaged applier. The actual clip applier was not returned. A device history record review was performed with no evidence to suggest a manufacturing related error. Therefore, based upon the damage observed and consultation with r & d, operational context caused or contributed to this event.

Event description:
It was reported that the physician found the bosses of the clip was broken prior to use on patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician found the bosses of the clip was broken prior to use on patient.